Manufacturer narrative:
Other contact phone number: (B)(6). Due to characterization limit e1: event site name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported by the customer that the blood was observed in the intra-aortic balloon (iab) catheter/extender, indicating blood backflow through the iab catheter toward the pump interface. There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4, d1, d4 (version or model, catalog, lot, UDI and exp. Date), g3, g4 (PMA/510k), g6, h2, h4, h11. Corrected fields: h6 (medical device problem code).

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. The iab was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The extender and pressure tubing were also returned. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared.

Event description:
N/a.